Event description:
Patient complained of nausea & had low blood pressure during treatment. Dialysis discontinued. Patient sent to hospital diagnosed with metabolic acrdosis (co-2 8). On 2/28/93 the patient's bicard was 21. Patient had since been complaining of general melaise & nausea. Patient had been dialysing on the same machine for the last few treatments. The machine was removed from service and checked. The heat exchanger was found to leak allowing proportioned acid to mix with incoming water. The acid pump was found tobe out of calibration and the possibility exists that some bicard may have been delivered. It is also possible that the reported conductivity of 13.4 could be reached with the acidic solution (little or no bicarb). When putting the machine in the dialyze made with only the acid component being withdrawn. The conducting came up to 12.7. It is believed that the machine contributed to the patient's acidosisdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.